Event description:
After 17 months of implantation, this ICD was electively explanted as a result of the ela medical initiated "field action" regarding possible premature battery depletion concerning a limited number of alto ICD's.

Event description:
After 17 months of implantation, this ICD was electively explanted as a result of the ela med initiated "field action" regarding possible premature battery depletion concerning a limited number of alto ICD's. Note: ela med was notified of this case until 2005.